Event description:
The patient alleged that the pump would respond to the up arrow being pressed. The patient claimed that the up arrow was sticking and would not spring back. The patient also claimed that the keypad was peeling above the up arrow.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The pump's battery compartment was found to be cracked. In addition the following issues were found: the keypad was peeling at the "contrast" button and the "up" button was responding intermittently. Other keypad buttons were responsive. All keypad buttons were springing back normally. Adhesive was observed under button contacts. Contamination was observed under buttons.